Manufacturer narrative:
Updated fields: b4,b5,d9,e1(event site telephone),e3,g3,g6,h2,h3,h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by customer that the cardiosave intra aortic ballon pump(iabp) had possible leak inside tank, before use. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had possible leak inside tank. No patient involvement reported.